Event description:
Additional information obtained, from the customer. Identifies, the reported issue was first identified, during inspection. And unknown, procedure was completed without delay. Though, it is also unknown, whether the subject device or similar device was used to complete the procedure.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation and additional information obtained from the customer (identified via b3 and b5). A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, image noise occurred, due to cable disconnection with no image visible. The cause of the disconnected cable could not be identified. Damage to the camera cable can be prevented, by following the instructions for use, which states: do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze or crush the camera cable. The camera cable could be damaged. Do not use excessive force, when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable, while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged. Olympus will continue to monitor field performance for this device.

Event description:
An olympus marketing personnel reported on behalf of the customer that the hd autoclavable camera head had problems related to leakage (crack) from the cord. The device was returned for evaluation. During the device evaluation, the following reportable malfunctions were identified: noisy image was noted. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found internal traces of water due to crack from physical stress and image noise was due to cable disconnection investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.